Event description:
Procedure type: laparoscopic low anterior resection. According to the reporter: an (B)(4) was loaded onto egiaustnd for the first firing. It was set on tissue, but the clamp cover did not cross over the level difference. By grasping tightly, surgeon flattened the tissue and pushed the green button to fire the device. However, cracking noise was heard from handle and it would not work after that. A new stapler was opened and the surgeon set it on the tissue and confirmed the clamp cover crossed the difference. However, cracking noise was heard again, and handle became useless. Using echelon 60, procedure was continued. No bleeding. No additional tissue loss. Nothing fell into cavity. Pt is under observation. Operating room time was extended by more than 30 minutes. The incision was not extended by more than 3 cm.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2012.